Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that guide wire removal difficulties occurred. The target lesion was located in the distal peroneal artery. A 300cm journey¿ guide wire was advanced to the lesion; however, it became stuck in a non bsc guide catheter. The physician attempted to snare the device to finish the procedure. No patient complications were reported.